Manufacturer narrative:
No device associated with this report was received for examination. No part or lot information was reported so no other evaluation could be performed. Current information is insufficient to permit a conclusion whether the report was related to a device issue. Due to lack of event or product specific information, this report is being submitted as one MDR. If information is obtained that was not available for the initial medwatch, a follow-up will be filed as appropriate.

Event description:
It was reported that two patients were revised to address radiolucent lines and that the patients were symptomatic. One occurred in 2010 and the other in 2014. It was also reported the surgeon may have performed other revisions for similar conditions but did not report a number. No other information was provided. Due to lack of information, it is impossible to determine whether the reports were related to a device issue.